Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. Further according to the implant registration card one electrode contact was left outside of cochlea at implantation surgery. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The performance with the device is affected.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Further according to the implant registration card one electrode contact was left outside of cochlea at implantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The performance with the device is affected. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The performance with the device is affected. Multiple channels show high impedance.